Manufacturer narrative:
On (B)(6) 2024 . Micro-tech got the further information regarding this incident. The dc0235, lot number:m210701598 was the expired clip that was used on the patient on (B)(6) 2024 . The clip worked correctly and was controlling the bleeding. Based on the lot information provided by the customer, we confirm that the clip was expired.( valid for three years, from (B)(6) 2024 ) this event is not a product quality issue. According to the validity period of the clips and the clear description in the IFU.the first clear description of the preparation work in IFU is "check use by date. Do not use device if expired." We suggest the users should check the expiration date before use. Micro-tech will continue to monitor this event to ensure patient safety.

Event description:
The customer placed an expired dura clip into the patient. The clip worked correctly and was controlling the bleeding.